Event description:
The accounts maintenance stated that the head down on the bed does not work. When he moved the pendant to the control box, the issue remained but when switched the head and knee functions, the knee function will run the head down. He was instructed to replace the control box.

Manufacturer narrative:
Repairs have not been completed.